Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient is being considered for a revision due to unknown reasons; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.